Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with insulin during the load process. Tandem technical support was unable to troubleshoot due to a reported past event. The customer's blood glucose (bg) level was 350 mg/dl and the customer delivered a correction bolus with the pump to manage bg level.